Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial number were not returned for evaluation. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. Of note, it was reported that a stent was placed in the outflow graft. A thrombus was found in the vad upon explant. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿outflow graft. Model #: unk / catalog #: unk / expiration date: unk serial or lot#: unk UDI #: (B)(4). Mfg date: unk. Labeled for single use: no. (B)(4). This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to an outflow graft obstruction. There was moderate narrowing near the acute bend of the outflow graft and severe narrowing near the aortic anastamosis. An intravascular ultrasound (ivus) showed that the majority of the graft had a lumen in the 80-90 mm2 range. The minimal lumen near the acute angle (mid) was about 50 mm2, and the minimal lumen near the proximal anastamosis was about 20 mm2. The pressure in the proximal graft was 140/100 (105) mmhg, and the pressure in the ascending was barely pulsatile with a mean pressure of 65 mmhg (mean gradient of about 40 mmhg). A self-expanding stent was placed. The outflow graft and ventricular assist device (vad) were explanted for a heart transplant which revealed thrombus within the vad. No further patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.